Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that the patient had a second revision surgery due to the polyethylene tibial insert disassociating from the tibial tray. Insert was exchanged to another size.